Manufacturer narrative:
These types of implants are designed identically to the commercial ones, but not treated in the same way; this applies for the surface and for shipping non-sterile. The labelling clearly indicates that these are training implants are not for clinical use. The doctor confirmed the correct labelling of this demo implant. However, because a serious injury resulted, this event is reportable per 21 cfr part 803.

Event description:
It was reported that a doctor implanted a demo implant in a patient on (B)(6) 2015 in a (B)(6) year old patient with grafting materials simultaneously. The implant failed due to mobility during the healing period and was explanted on (B)(6) 2015.